Event description:
The doctor reported the implant was removed due to infection less than 1 month after implant placement. The bone quality was type ii. The oral hygiene around implant was moderate. Local infection was reported during the implant removal surgery. The patient will need another surgical intervention.

Event description:
The doctor reported the implant was removed due to infection less than 1 month after implant placement. The bone quality was type ii. The oral hygiene around implant was moderate. Local infection was reported during the implant removal surgery. The patient will need another surgical intervention.

Manufacturer narrative:
Please see attached summary memo.